Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that it was difficult to remove the catheter. After being removed successfully, the guide wire was found to be cracked at the proximal end. No other information was provided.